Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On september 25, 2017, it was reported that the device doesn¿t harvest a graft that is uniform, they believe the adjustment knob may be loose. On october 4, 2017, it was clarified that the exact time of occurrence has not been specified but no adverse patient impact has been reported. An alternate device was not retrieved for use without delay. The event was not identified immediately upon opening the device and before first use. The event was not occurred during first-ever use of the product and also not related to surgical technique or user error. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Medicrea has previously repaired/evaluated air dermatome serial number (B)(4) once as documented in the repair reports. The last repair was december 27, 2012 where it was reported that the device does not work in patches and the seal, bearings, and motor were replaced. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by medicrea on october 5, 2017 revealed that the motor was worn and corroded. The motor sleeve, hardware kit, aluminum lever and reciprocating arm were all worn. The control bar incoming testing was not conforming. Repair of the air dermatome was performed by medicrea on october 26, 2017 which included replacement of the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was worn down and corroded. The control bar also failed incoming testing. The root cause of the graft not being uniformed was due to the corroded motor and control bar. The issue was resolved with the replaced ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by medicrea on (B)(6) 2017 revealed that the motor was worn and corroded. The motor sleeve, hardware kit, aluminum lever and reciprocating arm were all worn. The control bar incoming testing was not conforming. Repair of the air dermatome was performed by medicrea on (B)(6) 2017 which included replacement of the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device doesn¿t harvest a graft that is uniform, they believe the adjustment knob may be loose¿ was confirmed since during initial inspection the motor was worn down and corroded. The control bar also failed incoming testing. The root cause of the graft not being uniformed was due to the damaged motor and control bar. The issue was resolved with the replaced ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4) was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device will not harvest a graft that is uniform. And the adjustment knob may be a little loose. No adverse events have been reported as a result of this malfunction.